Manufacturer narrative:
The device was received not deployed. Data downloaded from the device shows that the device ran 33 first prime pulses and was deactivated at 43 pulses. Rotational sensor abnormalities were present in the rotational sensor data which caused first prime to end earlier than expected and the needle to not deploy by the end of second prime. The device was reset and rerun and the rotational sensor abnormalities were replicated in the rerun data. Inspection of the drive mechanism found contamination on the commutator cap which caused discontinuity between the rotational sensor springs and commutator cap. The discontinuity caused the rotational sensor abnormalities which subsequently led to the needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.